Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that he ended treatment the previous morning due to the cycler seemingly not pulling from the supply bags. When the cassette door was opened, the patient noted liquid had leaked inside and it seemed the cassette may have ruptured. The cycler will be replaced. The patient completed treatment with manuals.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that he ended treatment the previous morning due to the cycler seemingly not pulling from the supply bags. When the cassette door was opened, the patient noted liquid had leaked inside and it seemed the cassette may have ruptured. The cycler will be replaced. The patient completed treatment with manuals. Upon follow up with the patient's nurse, it was stated that the patient had alerted her of this leak/damaged cassette event. She stated that the patient had had four different cassette products from the same lot which had a heavy box in the patient's closet fall on them. The patient used one of these cassettes in this event. All four of these products were subsequently discarded. The patient has since received a new cycler and has been completing treatments.